Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor, change sensor and weak signal. The customer's blood glucose at time of incident was 127 mg/dl but also had high blood glucose of over 500 mg/dl. Troubleshooting found that the sensor was bent when customer removed it from their body. Troubleshooting explained why the pump alarmed and advised to change out sensor, monitor and call back if any further issues. The customer was also advised that the device would be replaced and to return the product for analysis.